Manufacturer narrative:
No conclusions can be made at this time. These types of events are typically caused by over-tightening the screw during insertion, or by tightening the nut onto the screw at an oblique angle.

Event description:
Contact reports that two screws were broken inter-operatively. Screws were removed and others implanted. There was no adverse impact to the patient. This did result in a delay in excess of 30-min. As a result an MDR is being filed to document this event.